Event description:
Patient reported infusion device display showed a 2.01 and three dashed below and a continuous alarm. The patient removed the power pack and reinserted it and the issue continued. The patient was advised to insert a new power pack, which he was unable to do at the time. Patient stated, he would insert a new power pack when he returned home from work. The power pack had been in use for 10 days and the patient was aware of the recall. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.